Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and insulin was not observed to be dripping out of the tubing. Customer was using off label insulin at the time of the event. Reportedly, a cartridge change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 195 mg/dl.